Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the returned drill bit was stuck in the guide. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: gender solutions patello-femoral joint (pfj) peg/tail drill, catalog #: 00592706000, lot #: 63872350. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04357.

Event description:
It was reported that during knee arthroplasty, the drill was inserted into peg drill hole and after the hole was drilled, the drill became stuck in the peg hole while the surgeon attempted to remove it. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.